Manufacturer narrative:
No product was returned. The exact lot number was unknown; however the customer reported that the product may have been from one of three lots, 3170405, 3178653, or 3198787. Review of the device history records confirmed the subject batches (3170405, 3178653 and 3198787) all met mfg requirements prior to shipment. The mfg and use by dates are as follows: batch no. 3170405: mfg date: 07/01/2010; use by: 06/30/2011. Batch no. 3178653: mfg date: 08/01/2010; use by 07/31/2011. Batch no. 3198787: mfg date: 09/01/2010; use by: 08/31/2011. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa).

Event description:
It was reported that following a percutaneous coronary intervention (pci) for an acute myocardial infarction (ami) pt, an 8f angio-seal sts plus was selected for use. An 8f terumo sheath was used during the pci procedure. No predeployment angiogram was performed, however the punctured artery was reportedly in the common femoral artery (cfa). Approx 6 hours after the angio-seal was deployment, the pt developed symptoms of the lower extremity ischemia. An angiogram revealed a vessel occlusion. The occluded artery was dilated with balloon angioplasty. After the procedure, bleeding was observed from the puncture site. The pt's condition was unstable after the pci, and deteriorated after the percutaneous peripheral intervention (ppi). The pt went into shock and died (date unk). No additional info was available.